Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable micro-organisms which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the air/water and auxiliary channels. The customer does not use detergent during the pre-cleaning process. During the manual cleaning process, the customer uses anios clean detergent and brushes the instrument channel, suction cylinder, instrument channel port, the balloon channel and distal end/area around elevator. The customer uses albyn medical and olympus (bw-460l) brushes. The scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, a wassenburg machine is used with endo-high detergent and endo-high paa (disinfectant). The scope is stored vertically in wassenburg drying cabinet. Olympus is the maintenance company used by the customer. The scope was not sterilized. During the device evaluation it was uncovered that the distal end had a defective thread. It was also observed that the light guide cover lens had discoloration. It was observed that the acoustic lens was peeled off. Lastly, it was observed that the glue of the bending section cover was white clouded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for unexpected contamination. The scope was sampled one time. During the sampling, the scope tested positive for < 1 colony forming units (cfus) of unspecified microbial contamination. The issue was found at reprocessing during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.